Manufacturer narrative:
A clinical review was performed and it was determined that the device did not contribute to the patient outcome. The customer informed stryker that the patient was already in asystole by the time the malfunction was observed. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device their device would not detect a patient connection through its defibrillation electrodes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive, however the health care provider involved stated that they do not believe the device use contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device their device would not detect a patient connection through its defibrillation electrodes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive, however the health care provider involved stated that they do not believe the device use contributed to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, but was able to verify the reported issue was logged in the device¿s memory. The root cause was unable to be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.